Manufacturer narrative:
Customer report was confirmed. Catheter body was kinked at three different locations near 10 and 15cm marks. Catheter body also appeared twisted at the kinks.

Event description:
Introducer kinked rep wasn't in the room when the catheter was being placed but the outer shell of the catheter has several kinks, areas where the lumen collapsed.